Event description:
It was reported that the patient had been experiencing increased seizures. The patient went in for an x-ray that reportedly showed that the patient's generator had flipped and tangled the lead wire. The patient then had surgery to untangle the lead wire and re-position the generator. System diagnostics following the surgery showed normal diagnostics. Follow-up with the surgeon's office found that the relationship of the patient's increased seizure frequency to the pre-vns baseline frequeny is unknown. A non-absorbable suture was used to secure the generator. The patient was taken to surgery and the lead was untangled. No kinks were noted in the lead. Diagnostics following the procedure were normal with an impedance of 2815ohms. The increased seizures have reportedly resolved since the procedure. The lead impedance prior to surgery was not known. Attempts for further information have been unsuccessful to date.